Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, even after 5 years, their vision has not improved well, so an exchange to another iol was performed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information has been provided in b.5., h.3., h.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that toric company (1.00cyl), 21.0 diopter (add power +2.17/+3.25) was replaced with a non-company, non-toric, monofocal 21.5 diopter lens. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been requested and received stating that the lens was exchanged for a non company lens and it was performed in the left eye.